Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported that the unit turned itself on. There was no patient involvement. The manufacturer's field service engineer provided remote support and advised the customer to replace the battery as the battery was more than 5 years old and due for preventative maintenance battery replacement. The customer reported that they replaced the battery and the issue was resolved.